Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
Intuitive surgical, inc. (Isi) received voluntary medwatch report stating: during intra-op of bilateral robotic inguinal hernia repair with mesh, the robotic monopolar scissors broke inside patient's abdominal cavity. It stopped working and the wires on the tip were showing out. The broken scissors were removed from patient. Another robotic monopolar scissors was opened and used immediately. Surgery proceeded as indicated. No harm done.